Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR documentation showed no abnormalities related to the reported failure. The reported complaint was not confirmed via inspection of the a1113 mayfield neurogen adaptor. Unit received has a bent adjustment knob. Some of the holes are cross threaded as well. All the knobs will need to be replaced and the holes will need to be re-tapped. Repairs could not duplicate slippage. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
4 of 5 reports. Other mfg report numbers: 3004608878-2020-00716, 3004608878-2020-00717, 3004608878-2020-00718, and 3004608878-2020-00720. A facility reported the patient slipped from the mayfield infinity skull clamp during an unspecified neurosurgery and had a small laceration on the head that did not require surgical repair. There was no known surgery delay. Additional information has been requested.